Manufacturer narrative:
One device was received for evaluation. Confirmed customer complaint of ¿cassette not attached alarm¿. Confirmed through pump powerup test and occlusion test. Will replaced latch lock, latch lever, and latch flex sensor. Visual and functional testing was performed. Review of service history found no service within the last 12 months. Review of event log found medium alarm displayed: cassette partially unlatched. All functional test of the device passed after repaired.

Event description:
It was reported that the pump displayed cassette not attached alarm. There was no patient involvement and patient harm.